Event description:
It was reported the procedure was being performed on the patients forearm in the access center. After insertion, they found there was a puncture or a tear in the balloon portion resulting in contrast escaping into the vessel. The clinician stated the balloon did not burst with too much contrast as they drew 1.5 ml. It was noted this occurred with six balloons being used on two patients, all from the same lot number. Follow up information received on (B)(6) 2012 states they were using a merit "prelude" 7fr x 4cm sheath for both patients insertions. With both cases, they did not test the initial catheters that were inserted, however, did test the additional ones prior to insertion. See MDR#s 9680794-2012-00058, 9680794-2012-00059, 9680794-2012-00060, 9680794-2012-00061, 9680794-2012-00062 for additional reports.

Manufacturer narrative:
(B)(4). Sample will not be returned.